Event description:
In 2009, the lay-user/rptr contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The medical surveillance specialist (mss) spoke to the pt the following month, and was able to obtain/verify information. The pt tests his blood glucose 4 times a day. He manages his diabetes with metformin and glyburide. The pt indicated that the alleged meter issued started four days prior to original date, at around 11:00 pm. The pt tried to test his blood glucose before going to bed but encountered the battery indicator issue. He was unable to test his blood glucose. Fifteen minutes later, the pt reportedly developed symptoms of shakiness and sweating. He administered self-treatment by drinking milk and eating 2 cookies. The self-care helped to relieve his symptoms. At around 11:45 pm, he attempted to test his blood glucose again and was successful. The pt said his blood glucose got up to "85 or 88 mg/dl." The pt decided to go to an ER at midnight that same evening just to be checked. His blood glucose was tested on an emergency services meter and a result of "287 mg/dl" was obtained. He denied receiving treatment from the ER. The pt admitted that he had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.